Event description:
It was reported the avalon fm50 fetal monitor display a speaker malfunction error. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: # (B)(6). E1: reporter phone # (B)(6).

Manufacturer narrative:
The device was sent in for bench repair. Per the bench technician results of functional testing indicate that there were some capacitors not working correctly on the mother board. Based on the information available and the testing conducted, the cause of the reported problem was defective mother board. The reported problem was confirmed. The device was operational after repairs were completed.